Manufacturer narrative:
Ps300554 method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation. The complaint chamber was visually inspected for the reported damage. Additionally elemental analysis was carried out to identify the contaminant on the chamber. Results: the whole chamber was found to be contaminated internally and externally with a white powdery substance. The aluminum base was damaged (punctured). Element analysis confirmed that sodium bicarbonate was detected on the secondary float (inside the chamber). Sodium bicarbonate and aluminum oxide were detected on the outside of the chamber. Conclusion: he cause of the damage to the chamber was most likely due to the user inadvertently using sodium bicarbonate solution instead of distilled water. Usage of sodium bicarbonate solution instead of distilled water will result in deposition of sodium bicarbonate powder in the chamber. The concentrated sodium bicarbonate will then start dissolving the aluminum base, producing aluminum oxide. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the subject chamber was in use for two days before the incident was observed, which indicates that the subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa"

Event description:
A healthcare facility in canada (montreal) reported via a fisher & paykel healthcare representative that a mr290 humidification chamber was found to have the bottom aluminum plate opened with white/grey substance leaking out of it. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of obtaining further information from the hospital to determine if the complaint mr290 humidification chamber had a malfunction that might have led to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that a mr290 humidification chamber was found to have the bottom aluminum plate opened with white/grey substance leaking out of it. There was no reported patient consequence.